Event description:
It was reported that a minimum fill notification occurred with multiple cartridges during the load sequence. The customer reverted to manual injections for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.